Event description:
Debilitation: faulty surgical implants (screw) used in neck (c 4) operation. They used surgical screws in my dad¿s neck that cracked and caused more damage than he was having surgery for in the first place. My dad has had more pain and suffering in trying to recover form a surgery they tried to correct a mistake that should have never happened in the first place. The quality of the medical implants was compromised, and I understand that there are inspections conducted through the FDA to prevent tragedies such as these. FDA safety report ID # (B)(4).